Event description:
A customer reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26, indicating recurring occlusion issues with their insulin pump. During the most recent event, the customer's blood glucose level was indicated as "high," exceeding 500 mg/dl, though the specific value was unknown. To address this, the customer administered a correction injection via multiple daily injections (mdi) and did not seek third-party assistance. Despite frequent issues, the customer accepted the alarm and resumed insulin but declined additional help.